Event description:
It was reported that this right ventricular (rv) lead became dislodged shortly after implantation. It was successfully repositioned to the right ventricular septum. No additional adverse patient effects were reported.